Manufacturer narrative:
Analysis of product returned revealed that the device presents a gross leak during the leakage test. Further analysis revealed a leak on the joint of the dual lumen with the extension tube, consequently confirming the reported complaint since the pcb has a corrosion and evidence of saline water solution droplets due the leak and that could be affected to the device recognition failure. Since the leak was located on the joint between the lumen and extension tubing, the most probable conclusion code is "manufacturing deficiency".

Event description:
It was reported that during preparation for a procedure to treat a supraventricular tachycardia a intellanav mifi open-irrigated ablation catheter was selected for use. The error message "finding catheter" was displayed. The cable was reconnected, but the issue persisted so it was replaced, but the issue was not solved. The issue was solved after replacing the catheter. The procedure was completed successfully without patient complications. The device has been returned to boston scientific for laboratory analysis. Analysis of the device revealed a leak in the irrigation tube.